Event description:
It was reported that an altitude alarm occurred. Customer experienced a blood glucose (bg) level that was "high"; although specific value was not provided and moderate ketones. Reportedly a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.